Manufacturer narrative:
Section b3: event date is estimated. The event of system replacement was reported to abbott. The leads were replaced during the ipg replacement due to high impedance. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-04197. It was reported that the patient's leads had high impedance on multiple contacts. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and effective therapy was restored.